Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump was saying no delivery when he was trying to deliver a bolus. The customer's blood glucose was 402 mg/dl. Troubleshooting was performed. The customer was advised that changing the reservoir out resolved the issue as insulin went through during a manual prime and the no delivery alarm did not occur. The no delivery alarm may have been due to a reservoir occlusion. Nothing further reported.